Event description:
According to the dr, he put the ds3.0 device on the drape covering the pt and he noticed the generator was beeping after 10 seconds. Dr picked up the device and noticed that the button was stuck. He tried to push the button a few times and was able to unstick it. After the surgery was complete, the dr noticed the pt had a burn on left thigh approximately 20x20mm, grade 2.

Manufacturer narrative:
Complaint of a stuck button could not be confirmed. Visual inspection met specifications. The functional testing also met specifications. The device was activated multiple times without an incident of a stuck button. Tlm continues to track and trend all complaints. Tlm continues to monitor all incidents and endeavors to continually improve all designs based on customer feedback and trend analysis.